Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a peeling dso seal. The device's event history log was reviewed for evidence of the reported problem and found cassette not attached properly". Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the corroded dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a latch error. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.